Event description:
Complainant alleged that the clinicians were treating a pt (age and gender unknown) who had coded. The clinicians defibrillated the very diaphoretic pt eight to ten times. During the defibrillation, the clinicians observed arcing three or four times. The complaint indicated that they were using the zoll paddles and a competitive brand of defib gel pads (3m) during the event. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.